Event description:
Olympus received a user facility mw reporting five patients experiencing an infection with the microorganism new delhi metalo-beta-lactamase 1 (ndm) producing escherichia coli (e. Coli) following a procedure using an evis exera ii duodenovideoscope. The facility had been notified by the state board of health that one of their inpatients matched the same strain as another patient tested at different facility in (B)(6) 2021. The hospital team initiated an investigation of this report and identified three additional patients with the same organism (ndm producing e. Coli). One of the commonalities discovered was that all five patients had an endoscopic retrograde cholangiopancreatography (ercp). One ercp scope appeared to be common; the scope has been sequestered. Additional details regarding the patients and reported events have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports patient 1/5. Case with patient identifier (B)(6) reports patient 2/5. Case with patient identifier (B)(6) reports patient 3/5. Case with patient identifier (B)(6) reports patient 4/5. Case with patient identifier (B)(6) reports patient 5/5.